Event description:
It was reported that during a cholecystectomy procedure, the sleeve came off from the housing when pulling out the trocar after the surgery. There were no adverse consequences to the patient.